Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the cooler heater unit leaks. This unit has been in storage as a back-up unit. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
Investigation in progress, but not yet completed.